Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to metallosis, pseudotumor and pain.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: age or date of birth, concomitant medical products, if follow-up, what type, device manufacture date. Correction: patient identifier, date of report, brand name, PMA/510k. Concomitant medical products and therapy date. Detail of product: item number: 0100181460,. Item name: metasul ldh, head, 46, code l, taper 18/20, lot#: 2421904. Item number: 0100185146, item name: metasul ldh, head adapter, m, 0, taper 12/14-18/20, lot#: 2428542. Item number: 65786215, item name: versys femoral stem, lot#: 60921169. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).